Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 600 mg/dl range with ketones and multiple insulin injections were administered to address the high bg level. As the occlusions had occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions. The customer reverted to using a non-tandem pump to manage diabetes.